Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire fracture occurred. The physician was treating a lesion located in the distal section of an obtuse marginal artery. This pt2 guide wire was used for the placement of another manufacturer's stent. After the stent was implanted, approximately 2cm of the distal tip of this pt2 guide wire sheared off during withdrawal in the lesion location. The tip of the guide wire was successfully removed with a snare. The procedure was considered to be successfully completed at this point. It is not thought that the wire got hung up on the stent, no resistance was felt during withdrawal. There were no further reported patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in two fragments. The separation of the guide wire occurred 2cm from the tip as indicated by the length of the small tip fragment received. The fracture surfaces exhibited fatigue striations along with equiaxed ductile dimple ruptures. No material anomalies were noted. The guide wire outer diameter (od) met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a guide wire fracture occurred.the physician was treating a lesion located in the distal section of an obtuse marginal artery. This pt2 guide wire was used for the placement of another manufacturers' stent. After the stent was implanted, approximately 2cm of the distal tip of this pt2 guide wire sheared off during withdrawal in the lesion location. The tip of the guide wire was successfully removed with a snare. The procedure was considered to be successfully completed at this point. It is not thought that the wire got hung up on the stent, no resistance was felt during withdrawal. There were no further reported patient complications.